Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore, the complaint investigation site could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent an explant procedure due to a granuloma at the anchor site not improving and effacement of the ipg. The event was assessed as likely a low grade chronic infection.

Manufacturer narrative:
Ipg model sc-1132. Serial (B)(6). The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to a granuloma at the anchor site not improving and effacement of the ipg. The event was assessed as likely a low grade chronic infection.

Manufacturer narrative:
Additional suspect devices: model sc-2352-50; linear 3-4 lead 50 cm; serial number: (B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to a granuloma at the anchor site not improving and effacement of the ipg. The event was assessed as likely a low grade chronic infection.

Manufacturer narrative:
Correction to initial MDR in field a1. This field should have stated no information. Correction to follow-up 1 MDR in field a1. This field should have stated no information.

Event description:
A report was received that the patient underwent an explant procedure due to a granuloma at the anchor site not improving and effacement of the ipg. The event was assessed as likely a low grade chronic infection.